Manufacturer narrative:
Conclusion: device investigation did not reveal any device damage or defect which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the received information from the field, the recipient was explanted due a partial migration of the active electrode out of cochlea. Furthermore the implant housing moved slightly from its intended position whilst implanted. This is a final report.

Event description:
The user was reimplanted due to a migration of the electrode array and movement of the implant receiver stimulator downwards on the skull.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A revision surgery is scheduled for (B)(6) 2025 due to a migration of the electrode array and movement of the implant receiver stimulator downwards on the skull.